Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Based on the information received the root cause of the event remains indeterminable. If additional information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient required transcatheter valve-in-valve intervention after an implant duration of approximately nine (9) years, four (4) months, due to degeneration. A 23mm transcatheter valve was successfully implanted inside the disabled 23mm aortic bioprosthetic valve. Both devices remain implanted.